Event description:
It was reported that there was reduced pacing percentage due to the next p-wave falling in refractory after the oversensed t-wave and then not tracked. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.